Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The sales representative visited the home and confirmed the issue. The device was replaced for the customer. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device was found to have water ingress in the inspiratory air route around the blower assembly. The blower blades were found to be stuck. The blower assembly was replaced to address the issue. Additionally, the following components were replaced due to water ingress: the outlet side panel, system board, fio2 tubing kit, muffler assembly, flow sensor, system board tubing, blower bellows seal and blower mount. The device was cleaned and tested and passed all final testing.